Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave¿ vented vial spike, 13mm experienced an occlusion during patient use. The reporter stated that, unable to withdraw the drug from the vial using the closed system transfer device. The vial had to be discarded because it was very expensive. The status of the product at the time of the event was during infusion. The operator of the device at the time of the incident was a health professional. The remedial actions taken by the healthcare facility, patient, or user after the incident were to discard with vial attached. The current location of the device is discarded. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: the complaint of no flow / can't prime on item 011-ch-72 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot#13774808 was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.